Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Reviewed programming and it appeared to be correct. Pump was functionally tested and performed normally.